Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013 a syncage-c,wedge-shaped 5.5mm was used. The surgeon picked up and used same-size two syncage-cs from an implant set. But one of them had 3 holes for implant holder, while the other had only 1 hole for implant holder (like 3 hole- combined shaped. After implantation and removal of a holder, the surgeon noticed the difference in shape of the two by visual check. He confirmed these two articles are the same article # (same size products) by postoperative x-rays. The surgeon was not given any explanation on the different shapes in advance and during operation (our sale rep was there). This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
(B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed and no conclusion could be drawn as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.